Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the infusion set is coming apart. The customer¿s blood glucose level was 450mg/dl at the time of incident. The customer declined to troubleshooting for high blood glucose the customer declined to have infusion set replaced.